Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized for hyperglycemia. It was reported that the insulin pump stopped working, had a crack and water went inside the insulin pump. It was reported that the customer had high blood glucose levels of 32 mmol/l. It was reported that the insulin pump had cosmetic damage. Troubleshooting was performed. The damage was located near the battery compartment. Product is expected to return.